Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user entered the ocean while wearing the ilet, exited promptly upon realizing, and then observed the ilet display grayed out and nonresponsive; a replacement device was arranged, and the user reported continued glucose management using backup therapy and a dexcom g7. Symptoms included no adverse clinical effects and no reported abnormal blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer service troubleshooting and replacement logistics. It was concluded, based on previously established findings for similar reports, that the cause was user exposure of the device to conditions outside the intended use, leading to device malfunction.